Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-discharge check, inappropriate shocks due to oversensing on right ventricular lead was observed. Rv lead was found to be dislodged. Lead was re-positioned several times but high threshold and low sensing was noted when lead was placed at the apex. Measurements were normal at the septum; however the lead was getting dislodged after the stylet was removed. Physician reported patient anatomy as primary problem with optimal lead position and measurements. Lead was not used and was replaced. The explanted lead was found to have heme and tissue at the tip. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.